Event description:
It was reported that interrogation of the pulse generator showed -data not read- for the measured data. The patient would return for follow-up in one month.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.